Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent an aortic valve replacement procedure on (B)(6) 2014 and suture was used. During the procedure, the suture broke after several passages in the aortic tissue. A different suture was used to complete reconstruction of the anastomosis. There was a longer intervention time and weakening of the aorta by many thread passages with anastomosis repeated and time of coagulation increased. Tissue glue was used to seal the many holes of the needle. Additional information has been requested.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.